Event description:
On the event date, the pt reported she received an occlusion error on her backup insulin infusion device. To troubleshoot, the pt was instructed to disconnect from her infusion headset and prime out of the tubing. An occlusion error was received. She then disconnected from the tubing and primed out of the adapter without error. She stated her headset had been in use since last night. She said her most recent blood glucose reading was 218 mg/dl due to her trying to clear the occlusion error. She treated her reading by giving herself an injection of 10 units of insulin. On follow up with the pt she stated she has not received any further occlusion errors and her blood glucose levels have decreased. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.